Event description:
It was reported that the target lesion was the left main artery with mild tortuosity, no calcification, and 75% stenosis. Two stents, a vision 3.5x15 and a vision 3.5x28 were implanted at the lesion (side by side) in 2006. Reportedly, the pt had a tendency of originating thrombus easily and wasn't able to take panaldine (inappropriate for this pt). The pt was in the hosp for a wk on an intra-aortic balloon pump (iabp) (not) related to the newly implanted stents). A wk later the pt had chest pain, so an angiogram was performed. The angiogram confirmed thrombus at the connection of the two implanted stents. The physician suspected there might be some damage to the implanted stent. A balloon catheter was used for pre-dilatation, then a stent was implanted and the procedure was compelted.

Manufacturer narrative:
2519 not labeled.